Event description:
During the eval of a returned spectrum infusion pump, 175 occurrences of "air in line" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and eval by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The ultrasonic sensor was replaced.